Manufacturer narrative:
Exemption number e2017016. (B)(4). Investigation has shown that a software error contributed to the reported incident. The CT system user manual warns the user to be aware of the patient and moving parts at all times in order to avoid collision and/or patient injury. The customer was provided with a workaround when using dual topogram scanning.

Event description:
The customer notified siemens on (B)(6) 2017 of an incident that occurred where a patient experienced back pain after the patient's knee was pressed into the gantry during an unintended table movement. It is reported that the patient was positioned with one knee bent with the foot placed flat on the table, while the other leg was flat at length on the table. The customer acquired the first of two lower extremity topograms. For the second scan the table moved back to the starting point of the first topogram instead of starting at the end of the first topogram. During the table movement into the gantry the patient's knee pressed into the gantry, causing the patient to experience back discomfort. It is reported that the customer followed-up with the patient on several occasions within four (4) days of the incident. The patient described the discomfort as coming and going, but being a six (6) or seven (7) on a pain scale of one (1) to ten (10). However, the patient stated they were feeling better. There is no report of the patient having sought nor received medical intervention.